Manufacturer narrative:
The contribution of the devices to the experience reported could not be determined as the devices were not returned for evaluation. Additionally, the device specific information was not provided, precluding a review of the device history record. Engineering evaluation noted that the revision reported was likely the result of polyethlyne wear associated with being implanted for approximately 20 years. Associated with 1038671-2017-00421.

Event description:
Revision of hip components due to poly wear.

Manufacturer narrative:
The contribution of the devices to the experience reported could not be determined as the devices were not returned for evaluation. Additionally, the device specific information was not provided, precluding a review of the device history record.

Event description:
Pending revision of hop components - reason unknown.

Manufacturer narrative:
The contribution of the devices to the experience reported could not be determined as the devices were not returned for evaluation. Additionally, the device specific information was not provided, precluding a review of the device history record. Associated with 1038671-2017-00421.

Event description:
Revision of hip components due to poly wear.